Event description:
Information received indicates product showed reduced gas transfer during bypass, as reported to the representative. The unit was changed out during the procedure with no pt complication reported. Facility inspection of the product after the case saw no blood clots detected.

Manufacturer narrative:
H3 analysis: returned product inspection shows a blood like residue is present on inner surfaces along with slight clotting noted in the heat exchanger area. No obvious signs of physical damage are noted on the unit. The product was cleaned and sent to the r&d lab for performance testing. Device evaluation does not confirm the reason for return. Results of mechanical testing show no internal or external leaks observed in the gas cap area. Performance testing reveals the device met specification for gas transfer for a previously run unit. Results indicate the unit appears mechanically functional with no gas transfer issues noted. Review of the device history record shows the device met all manufacturing specifications for product released to distribution. No subsequent patient complication has been reported. Conclusion: device evaluated and alleged failure could not be duplicated- an exact cause is unknown for the reported event.